Event description:
It was reported that during the implant procedure, oversensing noise on the ventricular channel was observed when the lead was connected to the device header. The device was replacement. The patient was in stable condition post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise was not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found.